Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis event. Treatment was not reported. It was reported the patient passed away. The cause of death was unknown. It was reported "no autopsy report was available". It was not reported if the patient was recovered from the peritonitis event prior to death. It was reported therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available.